Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The event involved a cadd administration set, and it was reported that a small amount of chemotherapy solution was observed leaking from the back of the filter. There was patient involvement, and no harm. The event occurred on three dates, and this report captures the second of the three incidents.